Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the distal body leak; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.